Event description:
The customer reported that after having done preventive maintenance on the device, the device would no longer charge the battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that after having done preventive maintenance on the device the device would no longer charge the battery. There was no patient involvement. Local philips service later determined that the battery was no longer functional and the device did not recognize ac mains as a result of a failed power supply. The philips bench evaluated the device, confirmed the malfunction and resolved the malfunction by replacing the battery and power supply which were both found to be malfunctioning.